Event description:
It was reported that during an implant attempt the atrial lead was challenging to engage the set screw and the driver dislodged twice. It was also reported that the set screw was unable to be re-engaged. A new wrench was used without difficulty and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: wrench the wrench was returned, analyzed, and analysis found no anomalies. By using a sample device the wrench was able to tighten and loosen setscrews with no anomalies found.